Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. P/n 5-10315 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 590 samples were taken from the current production from p/n 00003-14 assembly ,sheridan hvt murphy trach,7.5mm lot# 3118711 the samples were visually inspected and issue reported "does not stay inflated - cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the ett's would stop holding air. The 7.5 hvt had to be replaced with another tube after 2 hours". No patient injury or harm reported. Patient condition unknown at time of report.